Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting 113 alerts (reduced water temperature control). They would like to send it in for the 2000 hour pm service. Per biomed via phone on 27june2024, customer stated that the device was sent in for evaluation. It was time for the device to have a 2000 hour pm. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed; therefore labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting 113 alerts (reduced water temperature control). They would like to send it in for the 2000 hour pm service. Per biomed via phone on 27june2024, customer stated that the device was sent in for evaluation. It was time for the device to have a 2000 hour pm. No patient involvement.

Event description:
It was reported that the arctic sun device was getting 113 alerts (reduced water temperature control). They would like to send it in for the 2000 hour pm service. Per biomed via phone on 27june2024, customer stated that the device was sent in for evaluation. It was time for the device to have a 2000 hour pm. No patient involvement. Per sample evaluation results received on (B)(6) 2024, it was reported that tank seals lifted, circulation pump had dried out bearing.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed; therefore labeling/packaging review was not required. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.